Event description:
Rn was changing central line dressing with change kit. After removing gloves and walking back to desk, noticed top of hands were red and inflammed. Shortly after returning to desk, rn felt dizziness and shortness of breath. Given benadryl and fell to floor. Taken to ER by ems. Given meds to stop reaction.